Event description:
The pump was programmed for a specific dosage, and it failed to deliver it. The pump was programmed at the pharmacy in the intermittent mode at 10mg every 4hrs., with a 10ml dose, in a 50ml bag. The programming was checked by 2 pharmacists before being sent to the pt's home. The pt. (A hospice pt.) Got 10mg before the pump was started. When the home rn visited the home, she called the initial reporter to report that the pump had alarmed that it had completed the infusion early. When the initial reporter arrived at the pt's home, the rate was not the same as what it was programmed for. The programming was at dose time 1hr., dose volume 120ml, kvo 1ml/hr, & bag volume 500ml. The medication being infused was compazine. The pump was originally programmed at 5:00, hooked-up at 6:30, & the prgramming change was noticed at 7:30. The initial reporter stated that "nobody at the home would touch the pump to change the programming". The pt. Involved suffered no injury & did not require medical intervention. When the pump was brought back to the pharmacy, it was set at dose volume 30ml, kvo 2ml/hr, & bag volume 124.6ml. When the initial reporter attempted to run this program, the pump switched back to the dose time 1:00, dose volume 120ml, kvo 1ml/hr, & bag volume 500ml. The initial reporter tried to input this same program again, & this time the pump held it in memory.